Event description:
It was reported that during a right ventricular revision, the atrial lead exhibited loss of sensing and low impedance. The lead was explanted and replaced. The patient did not experience any adverse consequences and remained stable.